Event description:
A patient, via a healthcare professional and manufacturer representative, described an accident during a walk where she bumped into a fence. After the accident, the patient had the feeling that the device didn't work anymore. The patient described a symptom return. Troubleshooting was tried, but it was not possible to connect the clinician programmer with the implantable neurostimulator (ins). The healthcare professional decided to take the patient to surgery and it was found the device was flipped around by 180 degrees. It was noted the device flipped back in the pocket during normal use. During the intervention, it was impossible to test the ins as the clinician programmer couldn't connect with the device. The ins was replaced and the issue was resolved.

Manufacturer narrative:
Additional review of the event indicates that fdp (B)(4) does not apply to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins, model 3058, serial no. (B)(4), found the ins battery normal end of life, no telemetry and no output, and no significant anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.